Event description:
Plantiff's attorney reported an incident which occurred over a year ago. The report alleges the pt had a painpump placed following a total shoulder arthroplasty. The pt went into ventricular tachycardia a 1/2 hour after the pump was placed. A code was called and CPR was initiated. The pt could not be resuscitated and was pronounced dead.